Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was incorrect. A technical support specialist (tss) dialed in to the station and accessed the command shell to verify the system time settings. The time zone was checked using the tzutil /g command and was confirmed as us mountain standard time. The system time was found to be one hour ahead and was corrected accordingly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, time was changed on device, and it caused a problem on pulling medication at the right scheduled time. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.